Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial undersensing. Concomitant medical product: product ID a2dr01, serial# (B)(4), implanted: (B)(6) 2016. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery longevity estimation on the implantable pulse generator (ipg) was less than expected, possibly due to undersensing on the right atrial (ra) lead which caused a high number of episodes. The device and lead remain in use. No patient complications have been reported as a result of this event.